Manufacturer narrative:
Results - 1 photo and (B)(4) contaminated samples from the customer facility for investigation. Based on the evaluation of the photo, bd observed two under filled tubes. Water fill testing was conducted on the returned samples, and one of the tubes was able to draw water to the designated fill line. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint. There were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion - confirmed from a previously investigated complaint.

Event description:
It was reported that bd vacutainer® ssttm ii advance tubes had a low blood draw. No injury or medical intervention.